Event description:
"On-call nurse called out at approx 4am due to chemo leaking at the filter where tubing attaches to the filter of the gemstar 0.22 ncr tubing." Add'l info stated that the tubing was coming apart where the tubing attaches to the filter, the chemo infusion was stopped. Another tubing set was in the home to restart infusion, however, the on-call nurse didn't think there was enough medication in the bag to prime the line and continue the infusion. There was reportedly, no adverse reaction, rash or damage to the pt skin. The pt was receiving a home infusion of the chemotherapy drug 5fu. The dosage was unspecified, but reportedly, the pump was set to deliver 180ml over 7 days. Though the initiation date of the infusion was unspecified, the incident was reported to have occurred in 2003 at approx 4am. The reporter stated that a homecare nurse was notified of the tubing coming apart in the area where the tubing is attached to the filter. The infusion was stopped. A small amount of the chemo came in contact with the pt. There was no reported adverse pt effect. Reportedly, the infusion was near completion, therefore the nurse decided not to change out the set, but to resume the therapy later that day using a replacement device. Though requested, no add'l info was provided.